Event description:
Boston scientific received information that during the device replacement procedure for normal battery depletion, the physician was unable to remove the right atrial (ra) and right ventricular (rv) leads from the cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) was consulted and suggested making sure the top setscrews were loose. Once the top setscrews were loosened, both leads were able to be removed from the device's header without issue. It was noted that the physician had only loosened the side setscrews but not the top setscrews. Both the ra and rv leads remain in service with the new device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.